Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. D4: batch # 235a77. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload visual analysis of the returned sample determined that one gst60b reload was returned with unfired and the one piece sled was noted to be backwards. No functional test was performed due the condition of the reload, as part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during jejunal anastomosis surgery, when severing gastric tissue , after fired, noted some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual analysis of the returned sample determined that one gst60b reload was returned unfired, the one-piece sled was noted to be backwards, in addition the cartridge pan and proximal drivers were noted to be damaged. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what cause the reported, it should be noted that as part of the manufacturing process all reloads are inspected via automated vision system for the one-piece sled presence and correct placement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.